Event description:
It was reported that cordless driver is leaking from the back cap during cleaning and sterilization process at user facility. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that cordless driver is leaking from the back cap during cleaning and sterilization process at user facility. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The complaint was not confirmed by the repair technician through functional evaluation, disassembly and visual inspection. A red substance was visually confirmed on the threads of the decorative nut but it did not leak from the handpiece or contribute to a failure. A sample was taken and placed in parts retention. It is possible the substance was a result of cleaning as a resistance test indicated the device may have been operated with water inside it. Components not associated with the complaint were replaced as part of preventive maintenance and the handpiece returned to the account.

Manufacturer narrative:
The device has been received, failure analysis is in progress; additional information will be submitted once the quality investigation is completed.